Manufacturer narrative:
As reported, the patient had implant of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication for filter was pulmonary embolus with relative contraindication to anti-coagulation with recent surgery and history of coagulopathy. The filter subsequently malfunctioned and caused injury and damages, including but not limited to, perforation of the ivc with struts abutting the aortic wall and the l3 vertebral body. Per the patient profile from (ppf), the patient reports perforation of filter strut(s) outside the ivc, blood clots, clotting, and/or occlusion of the ivc. The patient also reports perforation with filter struts abutting the aortic wall and l3 vertebral body. The patient has suffered an extensive occlusive dvt in both legs at different times. The patient was later diagnosed with a thrombosed ivc filter and chronic non-occlusive dvt in both legs post-filter implant. The patient also reports fear and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, dvt, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter on or about (B)(6) 2015. The following additional information received per the medical records indicates the filter was placed for treatment of pulmonary embolus with relative contraindication to anti-coagulation with recent surgery and coagulopathy. There were no immediate complications noted following the index procedure. The filter subsequently malfunctioned and caused injury and damages to the patient, included but not limited to, perforation of her ivc with struts abutting the aortic wall and the l3 vertebral body. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The patient is reported to continue to experience anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
The following additional information received per the medical records indicates the filter was placed for treatment of pulmonary embolus with relative contraindication to anti-coagulation with recent surgery and coagulopathy. The patient is reported to continue to experience anxiety. There were no immediate complications noted following the index procedure.

Manufacturer narrative:
As reported by the legal team, plaintiff underwent placement of defendants¿ trapease vena cava filter on or about (B)(6) 2015. The filter subsequently malfunctioned and caused injury and damages to plaintiff, included but not limited to, perforation of her ivc with struts abutting the aortic wall and the l3 vertebral body. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.   The device was not returned for analysis.   A device history record (DHR) review could not be conducted as the sterile lot number was not provided.   Without procedural films for review, the reported filter tilt and retrieval difficulty could not be confirmed and the exact cause could not be determined. Vessel injury is a well-known potential complication for all ivc filter implants and is listed in the instructions for use (IFU) as such. At this time, it is factors contributing to the vessel perforation could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, plaintiff underwent placement of defendants¿ trapease vena cava filter on or about (B)(6) 2015. The filter subsequently malfunctioned and caused injury and damages to plaintiff, included but not limited to, perforation of her ivc with struts abutting the aortic wall and the l3 vertebral body. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.